Event description:
Permanent spinal cord stimulator was faulty implant and returned to company rep upon removal. Drainage at the battery insertion site caused revisions an implantation of antibiotic and removal of spinal cord stimulator implant. Nevro corp model number: lead3005, lot number: 94423543 permanent spinal cord stimulator was faulty implant and returned to company rep upon removal. Drainage at the battery insertion site caused revisions an implantation of antibiotic and removal of spinal cord stimulator paddle. Patient remote charger kit had faulty battery expired charger. Reference report# mw5164572, mw5164574.